Manufacturer narrative:
Product reference 4430409 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports sold since august 2018. Investigation: despite our requests, the device nor the x-ray pictures were returned for evaluation. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter rupture after only one month. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Rupture and migration of the distal part of the catheter.